Event description:
It was reported a patient experienced and was hospitalized the same day for fluid in the lungs and a diaphragmatic hernia coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The caregiver contacted baxter to ask for assistance in ending therapy to go to the emergency room, as the patient was not draining while on the device. It was reported the patient had fluid in the lungs and a hole in the lungs which was due to a leak to the pleural cavity of the lungs, due to a diaphragmatic hernia. The diaphragmatic hernia was newly diagnosed on an unknown date and was not a preexisting hernia. The cause of the diaphragmatic hernia was unknown. Treatment was not reported. The same day as the hernia diagnosis, pd therapy was stopped and the patient was started on hemodialysis. The patient was discharged 4 days after admission. The outcome of the fluid in lungs and diaphragmatic hernia was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The investigation of the device was unable to determine a cause for the reported event. The device will be sent to service. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A device history record review and service history review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported by the caregiver that the patient did not have a hernia. The peritoneal dialysis registered nurse confirmed the patient had a diaphragmatic defect (originally reported as diaphragmatic hernia) which caused the fluid in the lungs; therefore, the homechoice pro is no longer considered suspect product in this event. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. Review of the device service history and device history record revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.